Event description:
The account alleged, the bed is moving unintentionally.

Manufacturer narrative:
The technician found the bed in the ccu hallway with the foot hi/lo not working. He found a bad solenoid valve for bed hi/low down. The technician replaced the valve to repair the bed.